Event description:
It was reported that the patient presented in the hospital due to several shocks. The physician was unsure if the shocks were appropriate or not, but review of device image during analysis showed that the patient was in a vf storm. The device went into backup vvi mode and could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of a device reset was confirmed via review of the device image. The cause of the reset was two software resets within a short period of time. Both software resets occurred after a period of excessive hv charging. The cause of the software resets was due to a known issue within the device firmware and hardware.